Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found. Connector block tested okay. However, grommet damage was noted.

Event description:
It was reported, during an implant procedure, oversensing was confirmed in both the atrium and ventricle, and blood invaded to the connector. Consequently, the device was not implanted. No patient complications have been reported as a result of this event. However, additional information was received thereafter and indicated damage was observed at the atrial and ventricle grommets.